Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. During the procedure, it was discovered that one of the set screws had stripped. The screw was successfully removed. The patient was discharged.